Event description:
The hcp reported that the pt underwent revision of the intrathecal catheter. The pump was implanted in 2003 and was noted to be fuctioning well until 6 mos later when they noted less effectivness with increasing dosages. Two months later, an injection study of the pump and catheter were performed revealing dye extravasation at the catheter site in the lumbar area. The pt was taken to surgery for replacement of the catheter and it was noted that the catheter was fractured as it entered the intralaminar space, the distal catheter was not visualized and further exploration was not undertaken. A new catheter was implanted. The pt was transported to the recovery room in stable condition. A follow-up report will be sent if additional info is obtained.